Manufacturer narrative:
(Intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an hour from the start of an open procedure, while they were doing the raffia of the left atrium when the needle of the suture disassembled and it fell into the patient¿s cavity. They opened the patient to find the needle. This event caused the procedure to extend for more than 30 minutes. They used a new suture with the same lot number to complete the case.